Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl with an unknown cause. Bg was treated by consuming juice. The customer was instructed to consult with the healthcare provider regarding bg level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.